Manufacturer narrative:
The device was returned with the implant for analysis. Starting the investigation, the device was removed from the return packaging. Only the implant was found present. The implant had a poor shape. Starting from the distal ball and investigating towards the proximal end of the implant, the middle of the implant had stretch damage. Just proximal of the damage, the gel string of the implant was found out of the implant. The tip of the gel string was straight. At the proximal end of the implant, the tie knot area did not obtain any notable damages, and a piece of monofilament was observable. For further investigation, the implant coils in the middle damaged and stretched more to reveal the stretch resistance monofilament still attached inside the implant and did not seem to have broken. The proximal end of the implant was stretched to show that no attachment monofilament was found proximal of the tie knot area. There were no other notable observations. Based on the investigation the complaint is confirmed, because the implant was found detached. The implant was most likely stretched during the retrieval, which caused the gel string to snap first; however, the force was not enough to break the stretch resistant monofilament. The attachment monofilament most likely broke just proximal of the tie knot area. The root cause was likely due to the implant experiencing over specification of force during retrieval which caused the attachment monofilament to break and detach the implant. However, this cannot be certain as the pusher was not returned for evaluation to verify the physical characteristics of the broken attachment monofilament that would be found in the pusher.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil did not frame in the aneurysm. During removal, the coil detached in the 6f guiding catheter. A balloon was used to "squeeze" the pusher and coil in the catheter as both segments were removed in their entirety together with the catheter as a single unit. There was no reported patient injury. The patient was reported to be fine.